Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received device in poor condition with h-2 pressure chambers. The h-30 air detector had a broken door and the air detector door spring was corroded. During functional testing, the h-2 pressure cuffs were connected to a regulated air supply and the reported problem could not be duplicated. Also, visual inspection and found h-30 air detector door spring corroded. Could not duplicate pressure cuffs not inflating. The root cause of the issue could not be determined. The device was beyond economical repair; no actions taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there are internal issues that need to be repaired. Additional information was received at time of device evaluation; the issue that the customer experienced was the cuffs were not inflating. No patient injury was reported.